Event description:
Customer reported a leaking set caused by a hole in the tubing. The leak caused an unspecified amount of saline to spill out. All connections appeared to be secure and the leak was noticed pretty quickly. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information was provided.

Manufacturer narrative:
The sample has been received for evaluation. A follow up medwatch will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.